Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿leakage from the docking three-way stopcock¿. The product in use at the time is reported to be a mp1000 china from lot 23025311. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025311 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
Additional information: please confirm the exact location of the leakage. There is a leak in the three-way stopcock. Please confirm if there is any visible damage on the set? No. Please confirm if the patient was under infused as a result of the leakage? No. Please can you confirm if there are any visible defects i.e., cracks, flashes, kinks? No. Was there patient involvement? Yes. Was the leak noticed prior to use? No. Was there any other damage to the product? No. Was there medication running at the time? Yes.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim: leakage from docking "tee-plug".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.